Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check was performed and source of occlusion was not identified. Customer declined to removed infusion set cannula to confirm it was damaged. Reportedly, customer resumed pump therapy.